Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 24.1 mmol/l (433.8 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. The pod was removed and a new pod was applied. The patient paused the pod insulin delivery during the hospitalization. The patient received insulin treatment and antibiotics at the hospital. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed. The data downloaded from the device showed no time outs, drive stalls or alarm. The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device failing to deliver insulin.